Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g4: 510k unknown due to specific device not being reported h6. The following sections were corrected: b2. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 7121172, 300-30-08 - equinoxe preserve stem 8mm. A646028, 315-35-00 - glnd kwire. A595312, 320-01-42 - equinoxe reverse 42mm glenosphere. A611123, 320-10-05 - equinoxe reverse tray adapter plate tray +5. A600541, 320-15-02 - rs glenoid plate sup aug, 10 deg. A608993, 320-15-05 - eq rev locking screw. A534545, 320-20-00 - eq reverse torque defining screw kit. A569345, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S457700, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S456165, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. A557634, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. A613320, 320-42-00 - equinoxe reverse 42mm humeral liner +0. A482013, 531-55-88 - ergo gps 3.2mm drill kit sterile. A587779, 531-78-20 - shouldr gps hex pins kit. A588407, 531-78-20 - shouldr gps hex pins kit. 02016823125, a10012 - gps implant kit v2.

Event description:
It was reported that this 62 y/o male patient's shoulder was revised approximately 6 months post op. He grew a bug in the pathology lab and surgeon elected to remove all implants and re implant a competitors shoulder. Patient was last known to be in stable condition following the event.